Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient came back from the hospital and get complaints of high blood sugar and the blood sugar level was went up to 500 mg/dl and admitted in hospital for 3 days. The patient suffered with treatment hyperglycemia/diabetic ketoacidosis and also reported confusion tired/weakness. No further information available.